Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the shock impedance measurement showed intermittent high out of range shock impedance measurements of greater than 200 ohms for the cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and discussed that approximately one month prior to the shock impedance going out of range, the patient received therapy with a delivered shock impedance of 41 ohms. The patient was seen in the office where all measurements were within normal limits and no noise was observed through all testing. An x-ray was taken, however wat this time the results remain unknown. Ts discussed that the next step would be to perform a 1.1 joule and 41 joule commanded shock in order to fully test the system. The cause of the high shock impedance remains unknown . The clinic was informed of the information and noted they are likely going to perform commanded shock testing in the near future. The crt-d and another manufacturer's rv lead remain in service and no adverse patient effects were reported.